Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) reported patient complaining of battery site pain and difficulty recharging the battery. Manufacturer representative (rep) tried to interrogate the battery but could not read it. The pocket was revised to move the battery closer to the skin surface and the issue resolved.